Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Review of transmission revealed the patient's right ventricular (rv) lead was over-sensing noise resulting in pacing inhibition. The patient was brought into the clinic and was found unable to reproduce the noise over-sensing with pocket manipulation and isometric exercises. Programming changes were made to resolve the issue and the clinic will continue to monitor the patient. The patient was in stable condition throughout.